Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3: the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately low results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the subject meter started reading inaccurately low and no results were provided for this time. The patient manages her diabetes with insulin (self-adjuster). It is not known whether she made any changes to her diabetes management routine as a result of the alleged issue. She reported, date/time unknown, she developed a seizure. She claimed that the emergency medical service (ems) was contacted. She reported that she obtained alleged inaccurately low blood glucose results with the subject meter of 278 and 163 mg/dl compared to 388 mg/dl with the ems meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' criteria for accuracy. The patient claimed that she was taken to the emergency room (ER) where she received treatment from a healthcare professional (hcp). The patient was unable or unwilling to disclose the nature of the treatment she received. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site and followed the correct testing steps. The test strip vial was not cracked or broken and the test strips had been stored correctly. The patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately low readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hyperglycemia which required treatment from an hcp, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.